Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The ventilator was investigated by our field service engineer on-site and a software update and functionality test was performed which was successful. No log files or parts has been replaced. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#:(B)(4).